Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. Information was reported that a patient therapy has stopped due to a power-on-reset (por). Patient did not report that he was around anything that he thinks may have triggered the por. It was reviewed with the patient how to clear the message. The por was cleared successfully and was also review that patient could reset the time if they desired. No further complications were reported. No additional patient symptoms were reported.